Manufacturer narrative:
Unit received with broken battery cap. Unit received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap not seated correctly. The customer blood glucose level was unknown. Customer stated they are unable to remove the battery cap on their insulin pump. The device will not be returned for analysis.